Manufacturer narrative:
It was indicated that the device will not be returned for evaluation as it was discarded in the facility. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during option-a analysis study, the physician attempted transeptal puncture using versacross access solution for six times but could not perform the puncture. The procedure was completed using another wire from new versacross kit. No patient complications occurred. The product is not expected to return as disposed.